Event description:
It was reported that when a patient presented in clinic for a routine follow-up, several episodes of noise, a significant decrease in pacing lead impedance, and decreased r-wave amplitude were observed. The lead was explanted and replaced. As the issue was not resolved with the new lead, the device was replaced. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.